Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, infection, bleeding and recurrence. It was further reported that patient underwent excision and drainage of sinus tract and removal of mesh on (B)(6) 2004. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure concurrently with a cystoscopy on (B)(6) 2003.